Event description:
Patient receiving flagyl IV. Upon removing piggyback tubing at y site at completion of infusion, the connection port seemed to be broken as saline was spewing out of it. New tubing obtained. The previous tubing had been in use for 30 hours (this tubing is normally used for 72 hrs)). No harm to pt.